Event description:
It was reported that the pump displayed a "key stuck" alarm message on the screen during the pre-test. There was no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could interrupt therapy and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.